Event description:
It was reported that during a total laparoscopic hysterectomy, the jaw became not to open and close when the device cut the vaginal wall. The vaginal wall was thick. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: if the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers? No information. If no: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) na. If cut off, did this cause a change in the plan of care for the patient? Na. Did the removal cause any damage to the vessel/artery? Na. If yes, what is the damage and how was the damage repaired? Na.